Event description:
It was reported to ge that an engineer bent over to pick up an object dropped by a pt and hit his head on the handle attached to the detector. Reportedly, three stitches were required. The system operated as expected.